Event description:
Ous MDR - it was reported that after an implant duration of one week the patient received inappropriate shocks due to oversensing. A surgery was performed in order to clean and tighten the screws. After this procedure the patient was shocked again. It was decided to replace the system (ICD and the lead). No other adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bol. The ICD was implanted for 20 days and 14 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the ICD was inspected. During the analysis of the available iegm's noise was observed in the ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the ICD to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the ICD delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the inspection of the ICD memory content revealed the presence of noise in the ventricular channel. This is consistent with the clinical observation and the results of the lead analysis. The ICD was analyzed and it proved to be fully functional. Particularly, the sensing functions of the ICD were flawless. The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem.